Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, a noise image occurred due to damage on charged coupled device (ccd) unit. It is likely the following led to the malfunction: an electrical component faliure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer did not report a malfunction. During inspection of endoeye flex deflectable 3d videoscope, a noise image was found. There was no patient involvement..